Event description:
On (B) (6) 2004, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B) (6) 2006, a f/u computed tomography revealed a type ii endoleak. On (B) (6) 2007, the pt underwent a reintervention where glue embolization was performed. The endoleak was resolved. On (B) (6) 2009, a f/u computed tomography revealed a type ii endoleak with 6mm of enlargement to the aneurysm sac. On (B) (6) 2009, the pt underwent a reintervention where onyx embolization was performed. The endoleak was resolved. On (B) (6) 2009, a f/u computed tomography revealed a type ii endoleak. On (B) (6) 2009, the pt underwent a conversion where the devices were explanted and discarded. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of pt anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. Add'l device implanted / explanted: (B) (4)/pxc121000.